Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally entered the wrong amount of carbohydrates and delivered too much insulin. At the time of the reported event, the customer's blood glucose (bg) level was 154 mg/dl. The customer confirmed that bg level was being monitored by consuming soda. Tandem technical support offered to follow-up to ensure that the customer's bg level remain within range; however, the customer declined and confirmed bg level would continue to be monitored.